Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent in the patient's left eye. One week postoperatively the stent was not in the trabecular meshwork nasally, but was sitting in the inferior angle. During surgery, the operative view was a little hazy due to the cornea and heme, but everything appeared to go well. The malpositioned stent is not causing any problems, the eye is quiet, no loss of bcva, and iop in low 20s (compared to preop iop of 14 mmhg), it is just not functioning as it should. Stent repositioning was performed on (B)(6) 2015 per the patient's request. The patient's most recent iop was 19 mmhg on (B)(6) 2015. Patient is reportedly doing well, implant is now in good position and will continue to monitor. A full recovery is expected.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no issues found that relate to the reported event. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).